Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that following reception of the field safety notice issued in july 2018, the subject device was replaced on (B)(6) 2018 as the patient is pacing dependent.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that following reception of the field safety notice issued in july 2018, the subject device was replaced on (B)(6) 2018 as the patient is pacing dependent.